Event description:
A nurse reported that multiple dull knives were noted. Procedure and patient involvement is unknown. Additional information has been requested.

Manufacturer narrative:
Nine knife samples were received by manufacturing in unopened blister packages. An additional three opened blister packages were also received, but no knife samples were contained within. The returned samples were examined per facility procedure and were found to be visually conforming with the exception of one sample which exhibited a visually nonconforming, damaged tip. Penetration and sharpness testing was performed on all nine samples which met specifications except for one knife which was damaged during testing. The final customer lot number was identified. One component knife lot was used to make up the customer's identified lot. A review of the device history records (DHR) has been performed and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history record review. The lot complaint history was reviewed and this is the first complaint for the reported lot number and the first for the reported complaint issue. How blades became dull as described in the complaint cannot be determined from the evaluation. One sample was damaged during testing. The one visually nonconforming sample was determined to be acceptable for functional penetration testing. All other visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
Samples have been received by manufacturing that have not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. (B)(4).